Event description:
The patient is well known to the neurosurgery service. She has shunted hydrocephalus and chronic headaches. She presents to the emergency room with progressive headaches and some intermittent nausea and vomiting. The concern was that she had a shunt malfunction and she was scheduled for surgery. After obtaining informed consent, she then underwent under endotracheal intubation without difficulty. The skin was incised down to the deep dermal layer. The richman reservoir from the existing shunt was easily indentified. The distal portion of the system, including the valve and peritoneal catheter were then tested with good flow through the valve and peritoneal catheter. The ventricular catheter was explored. This was a bioglide catheter and the plastic portion of the ventricular catheter was quite loose, although in proximity of the ventricular catheter. The plastic portion was removed. The ventricular catheter could easily be retrieved and was removed. New catheter was placed with the use of a neuroendoscope. Once scope was removed, good flow of csf was noted from the ventricular catheter. The ventricular catheter was then attached to the rickman reservoir. The wound was then closed. The patient was extubated and taken to recovery in stable condition. No complication was noted.====================== manufacturer response for ventriculoperitoneal shunt, medtronic bioglide vp shunt======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-134-2009).